Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. The chest x ray revealed that the lead was dislodged. The lead was repositioned successfully and the patients condition was good after the procedure.

Manufacturer narrative:
.